Manufacturer narrative:
(B)(4).

Event description:
The patient's caregiver stated that the patient received erroneous results when testing with coaguchek xs meter serial number (B)(4). The event was initially reported in manufacturer report number 1823260-2017-02258. It was determined that one of the result comparisons performed on (B)(6)2017 and reported in manufacturer report number 1823260-2017-02258 was tested using test strip lot number 124157. This medwatch will now apply to that comparison performed with test strip lot number 124157. On (B)(6) 2017, samples from the patient were tested on the meter and the results were 3.9 inr and 2.6 inr. These results were measured within 7 hours of each other. All meter results were reported to the physician. None of the values were believed to be correct. The patient did not receive treatment based on the meter results. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range was 2.0 - 3.0 inr. The patient's testing frequency is weekly. The patient does not have anemia, polycythemia, or antiphospholipid antibodies. The patient does not use other anticoagulants. The patient has had no changes in diet, medication, or health. The patient has no special or unusual diet. The patient's product was requested for investigation and replacement product was sent to the patient. The following results were found in the meter memory: on (B)(6) 2017 at 16:39, there is a result of 3.9 inr. On (B)(6) 2017 at 16:51, there is a result of 2.7 inr. Relevant retention test strips (lot 124157) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The patient's meter was provided for investigation. The returned meter and master lot was tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 3.1 inr. Donor 2 inr: 2.2 inr. Donor 1 hct: 44%. Donor 2 hct: 56%. Testing results: donor #1: master lot: 3.2 inr . Masterlot strip and customer meter: 3.1 inr. Donor #2: master lot: 2.2 inr. Masterlot strip and customer meter: 2.2 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications. No information was provided that would point to a cause for the result discrepancy. None of the treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results.